Event description:
Patient had an extensor mechanism rupture. Surgical intervention occurred. Implant components were left in place.

Manufacturer narrative:
Patient had an extensor mechanism rupture. Surgical intervention occurred. Implant components were left in place. Review of the device history record indicates that the device was manufactured to specification.